Event description:
The manufacturer received information alleging the flow verification negative flow measured tidal volume test step had failed on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that there was contamination in the airflow pathway causing the flow verification negative flow measured tidal volume test step to fail on the device. In conclusion, the device's blower assembly, blower bellow seat, blower mount, blower cap, machine flow sensor, blower chassis plate, muffler assembly, system printed circuit assembly (pca) tubing, blower chassis tubing, fio2 tubing, and low flow o2 tubing were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air inlet foam filter was replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.